Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Available images of the original procedure were reviewed and revealed that the patient had uneventful placement of a luna cage at the indicated level l5/s1. Based on imaging only since no returned implant was provided, there are no intra-operative factors that would explain implant migration. The luna implant appears to be properly positioned and is properly zipped. However, the implant appears to not be fully seated, but it is properly locked. It is unknown if the incomplete seating contributed to this failure, considering that the implant was properly locked. Therefore, the root cause of this failure cannot be definitively determined. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided. Device not returned to manufacturer.

Event description:
On (B)(4) 2017, the company became aware of a luna device disassembled post-operatively and the middle member migrated posteriorly. Disassembly and subsequent migration occurred sometime between the original case and 6-weeks post-op. At the time of the event, revision surgery was to be determined. Since the migration was causing the patient pain, revision surgery was scheduled and completed on (B)(6) 2017. Implant was removed successfully and replaced by another luna device at the same level. All symptoms returned to normal post re-operation.